Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure and the explanted device components were not returned as no rep present at the procedure.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2020. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6).